Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer had tried different infusion sets, but the issue remained. The insulin pump had already been replaced, but the customer requested to try different reservoirs due to the occlusion issues. The blood glucose reading was 250 mg/dl. Nothing further reported.